Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
The customer reported that the device restart key is inactive. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
The customer reported that the device restart key is inactive. There was no patient involvement.